Event description:
It was reported that the unit caused a superficial burn, but the procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Even though the continuous activation condition could not be replicated during testing of the returned unit, during the evaluation, a possible contributor for the reported condition was confirmed. The returned unit used in surgery was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed, which indicates that saline water accessed the inside of the probe reaching the electrical connections which consequently caused the reported malfunction during surgery. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, located on the bottom of the handle. During the visual inspection, saline water and tissue residue was observed on the bottom of the handle all around the suction tube and communication cables. Therefore, the most probable cause for the reported condition is identified as user related as the visual inspection results suggests that the unit was used with the suction tube cut. While the unit is in use, saline water travels through the suction tube, back flowing over the cut suction tube dropping inside the handle. If there is fluid ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the fluid presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. Therefore, the patient's burn was due to the probe being inserted into the surgical site when it was activated. The user instructions states that the probe must not be inserted or withdrawn from the patient during application of power. In addition, the backflow of hot fluids might also be a possible contributor for the patient's burn if during surgery the back flowing fluid reached the patient's skin. The user instructions also provides specific instructions to avoid this to occur by stating the suction tube must not be cut and that if the suction is not in use, the pinch clamp should be in the closed position in order to avoid possible burns from the liquid back flow. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit caused a superficial burn, but the procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.